Manufacturer narrative:
(B)(4). The returned ICD was analyzed and a review of the device memory confirmed that no low voltage alerts or codes were recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert in the remote monitoring system, indicating remote monitoring was disabled as the device had reached explant battery status on (B)(6) 2020. The follow up report from a device check in december 2019 noted the remaining longevity was two years. Device data was reviewed and no faults or error codes were stored. Engineering review found the device had declared elective replacement indicator (eri) battery status on march 11, 2020, then reverted back to less than one year remaining on march 16, then set eri again on march 23. End of life (eol) battery status was set on june 24 due to the eri to eol window of 90 days. Device replacement was recommended. The patient was living in the philippines at the time of the event, but returned to the united states where the device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was returned for analysis.